Event description:
The customer originally reported that the battery and service indicators were illuminated on their device. The customer then reported that after replacement of the battery, the device emitted a constant beeping tone and was exhibiting a lock up condition. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u23 from the digital pcb assembly. The customer received a replacement device.